Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device was received with minor scratches on the lcd window and cracked case at reservoir tube window corners. (B)(4).

Event description:
Customer reported via phone call, the buttons on the insulin pump weren't working. Customer's blood glucose was 150 mg/dl. Customer stated the keys were scrolling on their own and the device had been exposed to sweat. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.